Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that during a procedure the device was stuck in the breast and would not biopsy or lavage. Upon attempting to remove, the device separated from the clip guide and required continued turning of the device and twisting the pieces apart to finally release. No injury reported.